Event description:
Patient reported that in (B)(6) 2025 ((B)(6) 2025 used for reporting purposes), patient was wearing a pod on the leg for longer than 48 hours when insulin leakage from the pod was noticed. Patient alleged the event was related to the pod due to observed leakage and concurrent high glucose levels despite additional insulin administration and pod change; specific blood glucose values were unable to be determined as patient could not recall. The patient was not able to confirm if the cannula was properly inserted at the time of leakage. Symptoms included dry mouth, fatigue, and rapid heart rate. Patient reported inability to reduce glucose levels and subsequently went to sleep. Patient was later found unresponsive approximately 1.5 days later and awoke in the hospital. Length of stay and exact dates were unable to be determined as patient could not recall, though approximately one week was reported. Progression to coma prior to hospitalization was reported. Diagnosis was high glucose levels. Treatment included insulin administered via drip. The pod associated with the event was discarded by the hospital; therefore, device evaluation and additional device details were unavailable.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.